Event description:
Additional information was received from the area representative in the form of programming history. The history clearly indicated there was no high impedance measurement on reported date of (B)(6) 2012. Current diagnostics of (B)(6) 2012, were within normal limits and no anomalies were noted. At the high impedance measurement which initially reported, was likely due to a stored value on the generator. No device issues are suspected.

Event description:
It was reported by a company representative that high impedance message was found upon interrogation of a patient's generator. The treating nurse performed system diagnostics twice and the results were within normal limits. X-rays were taken of the patient and evaluated by the manufacturer. Review of x-rays indicated the generator appeared in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Good faith attempts to obtain further information have been unsuccessful to date. Surgical intervention has been planned but has not been confirmed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received through a company representative indicating the patient was scheduled for surgical intervention. At the moment confirmation of the intervention is pending as good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Further information was attained that they only replaced the generator as ever since that first report of a possible high impedance all the diagnostics results have been fine so upon connection of the new generator again the impedance was good, so it was just a battery replacement. The generator has not been returned at this time for analysis.

Event description:
An implant card was received reporting the patient had their generator replaced on (B)(6) 2012. It is not clear based on the implant card if they had their lead replaced at that time to. Good faith attempts are underway for further details.

Event description:
The generator was returned on (B)(6) 2013, and product analysis was conducted. The reported 'demipulse eos, neos = yes' allegation was duplicated in the pa laboratory. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 2.594 volts, verifying an n eos condition. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. The pulse generator diagnostics were as expected for the programmed parameters. The data in a memory locations revealed that 114.559% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received through a company representative indicating the patient was scheduled for surgical intervention however at the moment the patient will not have surgery as the ohms have stabilized. At the moment, confirmation of the intervention is pending as good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received from the area representative indicating no patient trauma was involved. Attempts for further information have been unsuccessful to date.